Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
The insulin pump failed displacement test with and it alarmed motor error during rewind due to motor encoder out of phase. Motor position encoder error alarm was not confirmed due to motor error alarm. The device had a cracked reservoir tube lip.